Event description:
Caller reported that cartridge was damaged on two separate occasions, with the events not occurring on the same day and last happening a year ago. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating a value within the normal range. The customer resolved the issue by changing the cartridge and resuming insulin therapy successfully, with an understanding that the cartridge was unavailable for return.